Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was receiving red heart alarms. The log files were reviewed and there were double power cable disconnects where the alarms happened. Exchanging the battery clips resolved the issue.

Manufacturer narrative:
The devices were returned to the manufacturer for evaluation and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Upon completion of the investigation, the reported incident of power cable disconnect alarms occurring while being connected to battery/battery clips was confirmed after review of the patient¿s event history, but was unable to be reproduced during evaluation. Testing performed on the clips using reference equipment including testing with batteries, and a system controller all revealed the clips operated as intended. Microscopic analysis of the battery clip contacts revealed corrosion, and debris. These findings can lead to connectivity issues. Based on these findings, the complaint can be confirmed. The specific conditions which led to the event were unable to conclusively be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received reporting that the patient is doing fine.